Event description:
The site communicated that the patient had an endoscopy which revealed a few small and large-mouthed diverticula in the sigmoid colon. Hematin was found in the entire colon and ileum. There was diverticulosis in the sigmoid colon, and blood in the entire colon and in the entire ileum. No additional information was provided.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number , and the reported event could not conclusively be established through this evaluation. It was reported that the patient developed a gastrointestinal bleed and an acute kidney injury. The patient was found to have a hemoglobin drop from 10.1 to 7.8 a week later. The patient's international normalized ratio (inr) was also supratherapeutic. The patient also had evidence of an acute kidney injury with an elevation in their creatinine a week later. The patient was admitted to the hospital and received (B)(4) units of blood. Gi studies were ongoing. The patient¿s kidney injury resolved with administration of intravenous fluids. The bleeding led to a low flow state, where the kidneys were not being properly perfused with blood. The bleed itself was related to the anticoagulation needed because of the vad. The account communicated on (B)(6) 2019 stating that the patient bled when they were supratherapeutic and on their anticoagulation. The patient had an endoscopy which revealed that the perianal and digital rectal examinations were normal. A few small and large-mouthed diverticula were found in the sigmoid colon. Hematin was also observed in the entire colon and ileum. It was communicated that the patient received blood products. The patient¿s anticoagulation regimen was changed and the patient¿s aspirin was stopped. Lastly, it was communicated that the patient¿s inr goal was unchanged. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further reported issues. The heartmate 3 lvas IFU lists bleeding and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: (B)(4) was received 10oct2019. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed a gastrointestinal bleed and an acute kidney injury and was found to have a hemoglobin drop from 10.1 to 7.8 on[sic] a week later. The patient's international normalized ratio (inr) was also supratherapeutic (3.7). The patient also had evidence of an acute kidney injury with an elevation in his creatinine from 1.1 to 1.71 a week later. They were admitted to the hospital and received 2 units of blood. Gi studies are ongoing. His kidney injury has resolved with administration of intravenous fluids. The bleed led to a low flow state where the kidneys were not being properly perfused with blood. The bleed itself was related to the anticoagulation needed because of the vad. No additional information was reported.